Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. The attorney does not specify which device was implanted on which day, as such, a specific implant date was not entered. Should additional information be provided, a supplemental emdr will be submitted. As reported, the patient's attorney is only making a claim against the 3dmax device. No allegation has been made against the perfix plug device. Not returned to manufacturer.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2016 or (B)(6) 2017, the patient underwent surgery for implant of an unspecified 3dmax device or an unspecified perfix plug device. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."